Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Complete event site address: (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # 411196. Device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. The console was swapped out, but the issue persisted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #( B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas leak alarm. There was no patient harm or adverse event reported.